Event description:
Additional information indicated that after one month in intensive care the patient was then sent to early neurological rehabilitation.

Manufacturer narrative:
Correction to h6; component code, impact code, clinical code, device code, type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was returned for examination, and a visual examination found the following: esheath liner fully expanded but torn (punctured) through entire length of shaft, the tip opened as designed. Dimensional testing found that the liner thickness was measured and was in specification. Imagery was provided which indicated that the esheath liner appears torn from the middle part until distal tip, the esheath inside patient appeared to have perforated the iliac artery. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, sheath liner tear events have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, and/or withdrawal of an altered balloon profile of the delivery system or bav. The reported event was confirmed based on the evaluation of the returned device and provided imagery. Available information suggests patient factors (calcification) likely contributed to the event as it was reported that there was presence of "moderate" calcification within the patient's vasculature. Calcification can damage the exposed portion of the sheath liner, which can lead to immediate cutting, tearing, or weakening of the liner. A weakened liner can also tear during advancement or retrieval of the delivery system or balloon catheter. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential risks or adverse events associated with the overall thv procedure and may require intervention. The root cause of vascular complications is typically related to a combination of vessel size, tortuosity, and calcifications. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent the transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by our edwards affiliates in germany, during a transcatheter aortic valve replacement (tavr) procedure using a 29mm sapien 3 valve via transfemoral approach, the esheath was observed to be torn upon removal, causing bleeding in the patient. Hemostasis was achieved using a balloon, and two covered stents were implanted to stop the bleeding. The patient required cardiopulmonary resuscitation (CPR) due to the absence of blood pressure and was connected to an extracorporeal membrane oxygenation (ECMO) machine. A few hours later, while in the intensive care unit (ICU), a reintervention was performed by vascular surgeons. The medical team was unable to determine when the esheath was damaged. The patient remains in intensive care. The procedure used a safari wire, and no stiffer wire was needed. The usual wire changes were performed.

Manufacturer narrative:
The investigation is ongoing.